Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported that the patient had pain due to the displacement of the implantable neurostimulator (ins). Since (B)(6) 2016, the patient had pectoral and axillary anterior left pain due to the ins displacement. An examination was done on (B)(6) 2016 and the ins was found to have migrated. The ins moved due to the patient lifting heavy weights at work. Interventions included repositioning the ins on (B)(6) 2016 that resulted in in-patient hospitalization. The etiology was not related to the device, therapy, or implant procedure. The outcome was resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the etiology was possibly related to the device or therapy and not related to the implant procedure.